Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on helix/lobe mechanism (sleeve head), and there was blood in/on helix/lobe mechanism. The analyst noted that the lead insulation was cut with a scalpel to inject alcohol to remove stylet from the distal coil which as stuck due to dried blood.

Event description:
It was reported that during implant attempt, the lead was repositioned and the screw would not extend properly. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.